Event description:
The patient reported that she went through a security screener in a department store and an electrical pulse radiated out through her body and went through her at the implant site. This occurred on (B)(6) 2016. It had been very painful ever since at the location of her implant in her hip. She noted that it was not the stimulation that was uncomfortable, but that it felt like a bruise in the area of the implant. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.